Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by "the threads ruptured"? The suture broke. Did the suture break? Yes. Please confirm 3 suture ruptured (broke) in the one procedure. No, two sutures ruptured during one procedure. However, each suture rupture 3 times at the time of using it.

Event description:
It was reported that a patient underwent a caesarean section procedure and suture was used. During the procedure, one suture ruptured three times. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.